Event description:
A boston scientific crm sales rep was told that the pt was diagnosed with pneumothorax and a possible lead perforation. As a result, the entire system was removed from service and a new non-guidant system was successfully implanted. Also associated with the system. Dextrus 4136, MDR: 1028232-2008-00430.